Event description:
It was reported that the insulin pump alarmed motor error; rf pic failed self test and had blank display. Customer's blood glucose was 260 mg/dl. Troubleshooting was done. The insulin pump passed the self test however customer stated that the insulin pump alarmed 2 motor errors. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to manufacture report 3004209178-2015-99837.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.